Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 496 mg/dl. Customer treated elevated bgs by administering manual injections. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer change out the infusion set. Arrangements were also made for the customer to try a new set of infusion sets.